Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) was damaged. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Functional testing confirmed the customer reported issue. The investigation determined that the dso seal was damaged.

Event description:
It was reported that the pump had motor maintenance required. There was unknown patient involvement. Analysis of the device found the downstream occlusion (dso) seal was damaged.